Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned due to lead dislodgement. The lead dislodgement resulted in suboptimal parameters. The rv lead was successfully repositioned as a good location and parameters were found. No additional adverse patient effects were reported. The rv lead remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.